Manufacturer narrative:
(B)(4) has been closed down and thus no more info will be gathered pertaining to this patient's aes. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site ID- subject ID: (B)(4) was implanted with a miniarc sling, details not captured. Site listed that subject is experiencing pelvic pain at her six weeks and twelve weeks visit, but pain was not associated with the implantation site. Severity moderate, but continuing. No further info provided.